Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customers reported complaint "broken jaw". Failure analysis found the primary failure of grip tip broken to be related to the reported complaint. The instrument was found to have a broken grip at the midpoint. A piece approximately 0.15" x 0.81" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of broken instrument grips tips is typically attributed to misuse, such as excess force applied to the instrument jaws. A review of the instrument log for the fenestrated grasper instrument (470347-12/u11220506 0024) associated with this event has been performed. Per logs, the instrument was last used on(B)(6)2022 and there were five uses remaining. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated grasper instrument had a broken jaw. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the customer, fragments did not fall into the patient, and a post-operative x-ray was performed to ensure that no fragments fell into the patient. The fenestrated grasper was not used on the patient. The instrument was inserted into the cannula and it was noted that the jaw was missing. Per the customer, the instrument was not inspected prior to use by the scrub technician. The patient has not returned to the hospital due to experiencing any post-surgical complications. The procedure was completed robotically with no patient injury or harm.